Manufacturer narrative:
It was reported that on 09/06/2011 the patient underwent placement of mesh due to intrinsic sphincter deficiency and failed previous sling with stress urinary incontinence. (B)(4). This is one of two medwatches. Please see medwatch #2210968-2013-13774. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence, and dyspareunia. The patient underwent mesh removal and replacement with another mesh (brand and manufacture marked unknown) on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 07/28/2017 additional patient codes: (B)(4)- urinary retention, (B)(4)- urinary frequency, (B)(4)- urinary urgency additional information: additional narrative: it was reported that following insertion the patient experienced urinary retention, urinary frequency and urinary urgency. It was reported that the patient underwent removal of mesh midurethral sling, placement of autologous rectus fascia sling and cystoscopy on (B)(6) 2016 by (B)(6), md due to mixed incontinence and vaginal pain s/p mesh sling.

Manufacturer narrative:
Additional information: